Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : (B)(4) user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from (B)(6) system to the results from a competitor's bgm system test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 99 and 118 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was performed by the customer non-fasting and produced test results of 143 mg/dl and 156 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: a 99mg/dl, (B)(6)2017 07:16 am, fasting: yes. A 137mg/dl, (B)(6)2017 02:25 pm, fasting: yes. A 140mg/dl, (B)(6)2017 07:12 pm, fasting: yes. A 118mg/dl, (B)(6)2017 07:08 am, fasting: yes. A 133mg/dl, (B)(6)2017 08:43 pm, fasting: yes. Memory concerns: customer states that all these results are too low for him customer states that the meter is giving lower results. Customer states that he is comparing the results to the meter that his other meter and he is getting lower results.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 99 and 118 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 143 mg/dl and 156 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is 05/26/2017. The meter memory was reviewed for previous test result history: 99mg/dl (B)(6) 2017 07:16 am fasting: yes; 137mg/dl (B)(6) 2017 02:25 pm fasting: yes; 140mg/dl (B)(6) 2017 07:12 pm fasting: yes; 118mg/dl (B)(6) 2017 07:08 am fasting: yes; 133mg/dl (B)(6) 2017 08:43 pm fasting: yes. Memory concerns: customer states that all these results are too low for him customer states that the meter is giving lower results. Customer states that he is comparing the results to the meter that his other meter and he is getting lower results.